Event description:
Emergency department (ed) physician used the arrow central line kit to initially find the femoral vein and placed the wire but the dilator frayed at the point of trying to enter into the skin, even though a nick was made in the skin with a #11 blade. Then ed physician switched over to a different manufacturer kit and was able to use their dilator over the wire and placed it easily into the femoral vein and then placed a triple-lumen central line into the vein, removed the wire, good aspiration of blood in all ports, and flushed all ports and stapled it into place and covered it with a sterile transparent dressing.